Event description:
During the replacement of the generator the surgeon had gone too superficial with making the pocket and has burned the patient. This was fixed with a few stitches. No additional or relevant information has been received to date.

Event description:
Information was received stating that the burn was mild in severity and that the procedure was prolonged a few minutes for the repair of the burn. It was reported that the patient is currently doing well. No additional information has been received to date.